Event description:
It was reported that inappropriate therapy due to oversensing was observed. High pacing lead impedance was also noted. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.